Manufacturer narrative:
Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. The customer requested to close the case since there were no further issues reported. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly logged a user out when attempting to retrieve medication, during a procedure.the manufacturer reached out to the customer for additional information regarding the event, but no other information was released.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, b5, d1, d4, d5, g2, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 18-sep-2021 to 18-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the reported malfunction could not be reproduced. The customer requested to close the case since there were no further issues reported. The system was functional as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly logged a user out when attempting to retrieve medication, during a procedure. The machine re-locked and signed them out on several attempts. The customer added that this malfunction caused a delay in dispensing medication to patient. The customer did not provide any further information. There were no adverse events or injuries reported based on this incident.